Event description:
It was reported that the device was used during an anterior resection. The device fired an incomplete staple line. The proximal and distal donuts were complete and normal. The case was completed with hand suture. A leak test was negative. The case was completed with no patient consequence.